Event description:
It was reported that there was a speaker malfunction. It is unknown if the device produced sound. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section e: reporting institution phone #: (B)(6). Section e: reporter phone #: (B)(6).

Manufacturer narrative:
Analysis was performed by a philips remote service engineer (rse), who spoke to the customer and advised that the speaker and main board required replacement. Based on the results of the analysis, it was determined that the product has malfunctioned, and the cause of the reported problem was the speaker and main board. The issue was resolved by replacing the speaker and main board, and the device was returned to use at the customer site.

Event description:
Philips received a complaint on the intellivue mx450 patient monitor indicating that there was a speaker malfunction, and the device produced no sound at all. The device was not in use on a patient at the time of the event, so there was no patient involvement.